Manufacturer narrative:
No event date was provided, therefore an approximate date of (B)(6) 2019 was used as the event date based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 8, 2019 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, two gold anchors were placed together with spaceoar. Laxoberon was prescribed for defecation management prior to the procedure. According to the complainant, during a planning magnetic resonance imaging (MRI) and computed tomography (CT) scan, the spaceoar gel was noted to be present in the right side of the rectal wall. Reportedly, there was difficulty placing the spaceoar gel due to the patients thin perirectal fat layer. The patient underwent radiation therapy for nine fractions. There were no patient complications reported as a result of this event and the patients condition during the outpatient consultation was reported to be good.